Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation period of about 3 months, sensing deviations in the ventricular channel were reported during a routine follow up. This is all of the information that was provided to us. If additional information becomes available, this event will be updated.